Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case # (B)(4), awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, less than a year after having her baby. The consumer reported that within the first couple of months with essure inserted she gained about 30 lbs and went up 4 pants sizes without any change in eating habits or daily activity. During the following months other things started occurring: pain in bones and muscles, horrible bleeding with huge blood clots, headaches that lasted for weeks, hip pain, pelvic pain, extreme hair loss, cystic acne that never went away, incontinence, extreme fatigue, panic attacks, insomnia, extreme swelling of hands legs and feet, numbness in all the above, rapid tooth decay and jaw pain. She went to her physician and told her everything she was experiencing; she ran multiple tests and sent results to her gynecologist. He also ran some test and ordered x-rays and ultrasound. She told him no matter what she wanted essure out. He referred her to a doctor for surgery and on (B)(6) 2015 she had essure and her fallopian tubes removed. She stated that she came out of anesthesia feeling normal again; all the aches and pains were gone. She menstruated 1 week after surgery and it was normal, not extremely heavy and no clots. Within 2 months of surgery her hair loss had stopped and began growing again and cystic acne disappeared not long after that. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started experiencing pelvic pain. She had essure and her fallopian tubes removed one year after insertion. After surgery her pain resolved. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Considering the positive temporal relationship, nature of the reported event, and the fact that the pain resolved after essure removal, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (surgery to remove essure and fallopian tubes). A product technical analysis has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 08-sep-2015: ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started experiencing pelvic pain. She had essure and her fallopian tubes removed one year after insertion. After surgery her pain resolved. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Considering the positive temporal relationship, nature of the reported event, and the fact that the pain resolved after essure removal, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (surgery to remove essure and fallopian tubes). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.